Event description:
It was reported that in the patient's room when removing the dressing two days after the catheter was placed in the patient's subclavian vein, a few millimeters of the extension line separated from the catheter and was attached to the dressing. The catheter separated into three portions. As a result, the remaining catheter was removed and replaced without issue. The piece that was attached to the dressing was advertently discarded at the hospital so only the distal and proximal end of the separated catheter will be returned. Excessive force was not used to remove the dressing. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.